Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Revision to fields b5 describe event or problem, e1 initial reporter email, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to high threshold and needed to change to a new target vessel. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to high threshold and needed to change to a new target vessel. Also, this lead was accidentally disposed by the hospital. There were no patient adverse effects.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to high threshold and needed to change to a new target vessel. Also, this lead was accidentally disposed by the hospital. There were no patient adverse effects.

Manufacturer narrative:
Revision to fields b5 describe event or problem, e1 initial reporter email, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction. This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to high threshold and needed to change to a new target vessel. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.